Event description:
It was reported there was a foreign substance found the kit. Add info rcvd 04/07/2021: foreign substance (bug) packaged on kit electrodes. Was the bard product used on a patient? Packaged opened then pulled when bug found. Pt reprepped with new kit. Was there patient harm reported? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of foreign material on the ECG electrode was confirmed and the cause appeared to be supplier related. One of three ECG electrodes was received on its liner. Due to the alignment and adhesion, it appeared that the user never removed the electrode from the liner. An orange colored material was observed between the clear liner and the white substrate. The discoloration was contained within a 6 mm x 3 mm area. The foam behind the snap electrode was blue in color and did not exhibit any oxidation. The electrode was removed from the liner and the material remained adhered to the white substrate. Bd is working closely with the supplier to prevent recurrence of the reported event. .

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey2987 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reey2987) have been reported from the same facility.

Event description:
It was reported there was a foreign substance found the kit. Add info rcvd (B)(6) 2021: foreign substance (bug) packaged on kit electrodes. Was the bard product used on a patient? Packaged opened then pulled when bug found. Pt reprepped with new kit. Was there patient harm reported? No.